Manufacturer narrative:
No sample was returned for investigation, nor was a lot number provided. Therefore no tests have been performed as neither complaint sample nor retention sample was available. However, a photo of the failed product was provided and used as input for the investigation. The reported failure of breakage of the device was confirmed by the photo. The user stated that the scope was split in two during the procedure. The scope was in good condition during pre-check. The suspected cause of the reported failure could be insufficient glue applied on the main tube during assembly, insufficient lubricant used when inserting the scope into the dlt or that the user used a smaller size of dlt tube during procedure than what is reccomended in the IFU.

Event description:
During a lung transplant procedure the ambu ascope 4 broncho was used to check the position of the double lumen tube (dlt). The scope fractured app. 3 cm above the distal tip. The tip of the bronchoscope was stuck inside the dlt. The dlt had to be removed and the patient was reintubated. The patient condition was not affected by this issue.